Event description:
Medtronic received information regarding axium framing coil non-detachment. The patient was undergoing a coil embolization procedure to treat a right internal carotid artery (ica) unruptured saccular aneurysm. The aneurysm max diameter was 12mm and the neck diameter was also 12mm. Patient's vessel tortuosity was severe. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil was delivered to the aneurysm. However, the coil could not be detached despite 2 attempts to detach with an instant detacher. 1 attempt was made at manual detachment, during which "the whole end broke off [but] did not allow for the coil to detach." It was noted there was no problem with the instant detacher which was used successfully with other coils. The axium coil was removed and replaced with another manufacturer's device to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Additional information received. There was no issues with the detacher prior. The catheter was pushed out of the vessel once but that was the only prior issue. There was no pusher wire removed that was able to be observed other than the entire distal end broke off when attempting the backup detachment method. Both the main hypotube broke as well as the inner release wire that connects to the detachment part of the coil.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The used catheter was a stryker sl 10.

Manufacturer narrative:
Update b5 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.